Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated the robot tap cable and the system powered on with no errors. The fse replaced the robot tap cable. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is a faulty fiber optic tap cable on the robot, which resulted in repeated non-recoverable errors.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with non-recoverable errors shortly after docking. The system was power cycled, but the issue remained. The customer undocked the robot from the patient and positioned the cart away from the surgical field. Upon starting the robot in standalone mode, the robot errored again. The caller was in the process of getting another robot from another da vinci 5 system. In a call back, it was indicated that they may switch to a da vinci xi due to being unable to access the other robot. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer continued the case laparoscopically until they were able to bring in another da vinci 5 system to complete the case robotically. There was no harm to the patient and no additional ports were added.